Event description:
It was reported that via remote transmission, post-paced t-wave oversensing was observed on egms. Patient presented to clinic and no recurrence of oversensing was noted. Programming changes were made and the issue was resolved.

Event description:
New information received notes that post paced t wave oversensing was still seen when the asymptomatic patient presented via merlin.net transmission. Additional programming changes were recommended and will be discussed with the following physician.